Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the implantable neurostimulator (ins) was in the patient for too long and it moved from the patient¿s back to their bottom area. The patient also reported that every time they tried to recharge the ins with the patient programmer (pp), the ins would be somewhere else. It was also noted that the patient had pain on the side of their legs and hip area. In the end, the patient was redirected to follow-up with a healthcare professional (hcp) to consider a possible revision. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient came into their clinic in october saying that her device ¿slid¿ or migrated and wanted it removed. No further complications were reported.